Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market, implanted date: device was not implanted, explanted date: device was not explanted, occupation - clinical engineer, PMA/510(k): k130520. Visual inspection of the actual sample confirmed that the flange had been cracked. Other than the flange, there were no anomalies in the appearance such as deformation. The cracked part was notched to be disassembled, and the damaged surface was inspected under an electron microscope. It was found that there was a smooth area and streaky patterned area. Also, it was confirmed that a streaky pattern had spread from one point onto a part of the smooth surface. From this, it was inferred that some force was applied starting from this point from the edge of flange toward the inside, which resulted in the crack. As a simulation test, an l-shaped female connector was attached to a factory-retained three-way stopcock, and then a tensile force was applied. As a result, the flange at the distal end of the l-shaped female connector was damaged. Electron microscopic inspection of the test sample found that the damaged surface was smooth. The streaky pattern was also observed, these conditions were considered similar to those of the actual sample. Review of the manufacturing history record and the shipping inspection record of the actual sample confirmed that there was not any anomaly in them. A search of the complaint file found no other similar reports for the involved product code/lot number combination. From the investigation result, as a possible cause of this case, it was inferred that some external force was applied to the l-shaped female connector at some point during the assembling process or afterward until the actual usage, which resulted in the crack. However, it was not possible to clarify exactly when the crack occurred from the condition of the actual sample. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the tip of the female luer connector on the capiox device involved was found damaged when the product was opened and checked. The use of the device was stopped, and other materials in the hospital stock were used to cope with the problem. The event occurred pre-treatment. There was no patient involvement. The procedure outcome was not reported. The final patient impact was not harmed.